Event description:
Caller reported an issue with incorrect time and date settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in successfully updating the pump's time and date settings.